Manufacturer narrative:
A field service engineer (fse) was not dispatched. Customer was advised to revise her ranges. No further action needed by the fse. The probable cause of the event was lot to lot test cup variation. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported high pth qc with their aia-2000 analyzer. A field service engineer (fse) was not dispatched to address the reported event. Which resulted in delay in reporting of patient results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.